Manufacturer narrative:
Conclusion: an open representative sample comprised a complete dispensed suture was returned for evaluation. Visual examination of the suture showed that both needles were still attached. Because the suture had been dispensed, it was not possible to determine if there had been any additional damage. However, tactile testing showed no damage. No kinking was noted around the described area.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2014 and suture was used. During the distal anastomosis of the ima graft the needle pulled off the suture. The surgeon also noted that the suture appeared kinky. The procedure was completed with a like device. There were no adverse patient consequences.